Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. At an unknown date post index procedure, the closure device was reported to be "sideways" in the laa with residual leak. The closure device was safely removed with a non-boston scientific percutaneous removal device.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was retained by the customer; therefore, returned device analysis could not be completed. Media review. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded that device is mispositioned, no procedural imaging to assess shift/leak. Device history record review. The batch number of the watchman flx? Pro was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (additional device required). Risk review. A risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore information is often incomplete or limited. This event may represent a duplicate of an event which was already known to boston scientific. It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. At an unknown date post index procedure, the closure device was reported to be "sideways" in the laa with residual leak. The closure device was safely removed with a non-boston scientific percutaneous removal device. It was further corrected that the 35mm watchman flx closure device was a 35mm watchman flx pro closure device.